Manufacturer narrative:
Investigation completed on a smiths medical cadd ms3 slate gray 7400 pump. The pump physical condition was found to have damaged front housing . No evidence of complaint was revealed in the event log. When testing was done to duplicate event, the complaint was verified with error code 112. This code is relevant to high current motor. Root cause isolated to motor and action taken to replace motor. Unknown cause of event. The device prior to release revealed no issues in the DHR . Preventative and corrective action taken to replace motor. Unknown cause of event .

Event description:
Information received a smiths medical cadd -ms3 slate gray mdl 7400 alarm system fault. Event occurred while testing.